Event description:
Bedside monitor malfunction/power failure. Patient off monitor 1 hour 45 min. No alarm to alert monitor failure. Patient found with no harm, vital signs stable. O2 adequate. Biomed notified. Patient was able to be viewed from a central station. Biomed notified to repair bedside monitor.per the director clinical engineering. Investigated issue with ICU nursing staff. Had technicians verify monitor operations. According to the nursing staff, the unit (monitor) was functioning appropriately until it was discovered that the complete unit (monitor, display & alarm module) were with no power. The patient was put on a defibrillator monitor as a temporary measure to continue monitoring. The cables were checked to ensure they were seated tightly; the plugs (electrical) were removed from one set of outlets and plugged into another. The unit still could not be powered on. At this time, the decision was made to move the patient. Follow up by the on-call technician found the system was functioning normally 7 hours after the unit being off. The probable cause was that the system was overheated and failed (once the system had time to cool, the unit functioned properly) but at this time this theory cannot be proven. There is no other apparent explanation for this occurrence.

Event description:
The customer alleged 2 - 3 instances of sample mismatch on the urisys 1800 system over the last 3 months. Two specific examples were provided. Instance #1 ((B) (6) 2010): - 1st patient, sample (B) (4), sequence #8, was run and matched the barcode on the tube. Shortly thereafter a 2nd sample was run. - 2nd patient, sample ID not provided, sequence #12 - results printed for this sample with sample (B) (4) (same as 1st patient). Customer alleged that this tube had a different barcode than the tube for the 1st patient. - 3rd patient, sample (B) (4), sequence #15, printed with the correct sample ID, but with the same results as patient # 2. Instance #2 ((B) (6) 2010): - 1st patient, sample (B) (4), sequence #21, was run and matched the barcode on the tube. (This result was reported outside the laboratory). - 2nd patient, sample (B) (4), sequence #22 - results printed for this sample with sample (B) (4) (same as 1st patient). Customer alleged that this tube had a different barcode than the tube for the 1st patient. Customer stated that erroneous results were caught before going over to the lis and no erroneous patient results were reported out. The customer stated that on the same day all of the samples were eventually rerun with correct sample ID's and were resulted out. The differences in results on the specimens were not clinically significant.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02035, and #3005099803-2010-02038 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, the clips came out of the sheath, and were placed into position, but they were unable to be released from the catheter. They did not have to pull the clips of the tissue, as the clips could be reopened. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Root cause analysis: the software specialists believe that there was a problem with scanning the labels in combination with the worklist function done by the instrument. That means if you scan a sample barcode a second time of a sample that already exists in the worklist, the sample ID is put to the top of the work list. With the software version in use at the time of the event, this sort function is activated by default. Pressing the trigger of the barcode reader twice by mistake can happen easily. The involved service engineers are also in assumption that something happened with the handling of the samples and scanning the barcode labels.

Manufacturer narrative:
The investigation reproduced the customer's complaint. Ten patient ids were entered into the instrument; the worklist printed the ids in a different order than that in which they were entered. The investigation determined that the problem was caused by damaged software. Operation and system software was reinstalled. Calibration was performed and samples were run without ID errors.